Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Event description:
During device preparation, it was noted that no contact force was available. The catheter was exchanged and the same issue was noted. The catheter was exchanged and the procedure was completed with no adverse consequences to the patient.